Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, rectocele, dysmenorrhea, and pelvic/ abdominal pain. It was reported that the pt. Experienced abdominal/ pelvic pain, diarrhea, recurrent uti¿s, an inability to void urine without manually enforcing, sui when standing, having sexual intercourse or exerting herself. It was reported that patient underwent partial mesh removal on (B)(6) 2011 due to partial erosion into her urethra. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/21/2016.

Manufacturer narrative:
(B)(4).